Manufacturer narrative:
Based on information received following submission of the initial report, this case is a duplicate.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that during phacoemulsification of first groove, particles of metallic aspect were released in the anterior and posterior chamber. Inflammation of posterior chamber and corneal edema were noticed 1 day postoperatively. Depending on patient's outcome, a cleaning of anterior chamber will be planned additional information has been requested. This is one of two reports being filed for this facility. This report is for the event that took place on (B)(6) 2015.